Event description:
The patient reported the contributing factors of the implant draining over night was they noticed a change in the device: it was up too high on the device. Patient indicated the cause was someone had readjusted it. Steps taken were decreasing to a lower settings on all four groups, and this resolved the issue and they check the battery every day now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they charged their implant to 100% last night and the controller was at 60%. Patient stated they plugged the controller into the ac power supply cord, noticed the implant battery was down to critical and the implant battery drained completely. Patient stated the controller screen does not light up. Agent walked patient through removing the li battery pack and plugging controller in the ac power supply cord; patient confirmed controller powered on. Patient inserted the li battery pack and confirmed green light was blinking above the screen. Patient unlocked controller; controller showed no device found the connect the recharger. Agent instructed patient to start a charge session; controller showed 80% and implant orange recharge with excellent quality. Agent informed patient to continue charging their implant and to monitor. The troubleshooting steps that were taken on the call resolved the issue.